Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) lowered to 50 mg/dl and the customer was subsequently hospitalized. Reportedly, the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Intravenous fluids and antibiotics were administered to treat bg level. The customer left the hospital on (B)(6) 2020 with no permanent damage sustained and the issue resolved.